Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had issues with bent infusion set cannulas and that her blood glucose values have been over 500 mg/dl. The customer also received a no delivery alarm near the end of june. The patient's current blood glucose is 296 mg/dl after she treated with a manual insulin injection; her blood glucose was previously 598 mg/dl. Troubleshooting was initiated to review the customer's infusion set insertion technique and infusion set usage. The customer inserts into the hip area. The customer declined to troubleshoot for the high blood glucose.